Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump shut off unexpectedly. Reportedly, the customer received a shut down alarm prior. In addition, the customer received an occlusion alarm. During troubleshooting a malfunction alarm occurred and the pump stopped all insulin delivery. Customer reported blood glucose level was 189 (mg/dl). Reportedly the customer has manual injections as alternate insulin therapy.